Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a full insertion at the junction of the chamber, bushing, and tube. Functional testing was performed and the administered solution did not flow through the junction. The reported condition was verified. The cause of the condition is due to inappropriate assembly. The tube should not be fully inserted. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that saline would not flow through the tubing of a vented paclitaxel set. This occurred during priming. There was no patient involvement. No additional information is available.